Event description:
The patient was undergoing a coil embolization procedure using ruby coils. The pusher wire of a ruby coil became kinked while advancing into the microcatheter and was not used.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the pet lock was intact. There were multiple kinks in the pusher assembly, and it was fractured and severed in two locations. The distal end of the pusher assembly, the coil, and the microcatheter mentioned in the complaint were not returned. Conclusion: the complaint has been evaluated. The initial complaint indicated that the pusher assembly was kinked as the technician loaded the device into the microcatheter, and the coil remained inside the microcatheter. Evaluation of the returned device revealed that the proximal end of the pusher assembly was kinked in multiple locations and a fracture; however, the distal end of the pusher assembly and the coil were not returned for evaluation. Only a partial device was returned for evaluation and, therefore, we were unable to conduct a complete investigation. The root cause of this failure cannot be determined. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.